Event description:
Pt had original breast augmentation silicone implants on 11/5/75. Had normal post-operative recovery. She presented to physician office in 7/19/97 complaining of pain and firmness in bilateral breasts. Preoperative diagnosis of grade iii-IV capsular contracture with possible ruptured implants. Operative report reveals "noted that penetration of the scar revealed free liquid silicone."